Event description:
It was reported that a peritoneal dialysis (pd) patient passed away. The cause of death was reported to be a heart attack. It was unknown if the patient was hospitalized prior to passing away. It was not reported if pd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). An event history log revealed there were no keystrokes, no device failure, malfunction, programming, use related or iipv events that would indicate and/or contribute to the reported problem. A service history review was not preformed due to the fact that it is not required for previously serviced electromechanical devices. There was no non-conforming product identified related to the reported problem. As a result, the direct cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.